Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (download code (B)(4)) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a battery pack not holding a charge. The root cause for the defective battery pack could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.